Event description:
It was reported the customer's insulin pump was flashing bolus, prompting the customer to switch out their battery. Customer stated they received a battery out limit alarm after replacing their battery. Customer was unable to clear the alarm because their keypad became unresponsive. The customer's blood glucose was 270 mg/dl at the time of the incident. Customer could not recall any significant events leading to the keypad issue. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
No button response due to corroded keypad traces. Unexpected battery out limit alarms was not confirmed due to keypad anomaly. The device had cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.